Event description:
The customer reported that the device cracks where the pilot balloon attaches to the flange after about 3 weeks in pt use. The pt was re-intubated with a new tube and no pt harm was reported. The customer stated they will return the sample for evaluation.